Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the drill bit broke. No delay was reported and it is unknown if there was a backup device available. A piece fell inside the patient and was recovered.